Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter bag unable to drain, it was in clamped and urine would not come out of the drainage bag. Multiple instances of this issues happened with this lot.

Event description:
It was reported that foley catheter bag unable to drain, it was in clamped and urine would not come out of the drainage bag. Multiple instances of this issues happened with this lot. Per follow up via email on 07mar2025, it was reported that when the registered nurse was trying to empty the foley bag and unclamped the tube no urine would come out, so the nurses replaced the bag. This happened 2 more times on different patients. One of customer cncs took one of the faulty bags and found that there was a piece of plastic over the hole that should have allowed urine to flow from the bag into the green tube to drain. Customer then went and pulled all the other catheter kits they had with this lot number. They opened 2 of them but they were fine. They no longer have the defective bags because they had urine in them. There was no impact or injury to the patient.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Correction: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.